Manufacturer narrative:
Additional information has been provided in d9 and h6. This MDR is submitted to correct information previously reported in h6-medical device problem code: additional code added (false alarm-a160105).

Manufacturer narrative:
After further review of the event, it was noted that the automated impella controller (aic) device is associated with the event. According to the account reporting, when patient had "impella in aorta alarm" the console automatically switched from p-6 to p-4. This report for the pump is one of two device associated with the event. Refer to h10 for the related report number for the aic.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The impella 5.5 was inserted via the right axillary artery to support the 58 year old male patient who had been admitted in with de-novo cardiomyopathy, presenting in scai stage d shock. Prior to the placement of the 5.5 pump the patient had been supported by an intra-aortic balloon pump. The underlying medical condition was not shared. On day 7 of the support there was alarms observed for purge flow and purge pressure. The team assumed pump saturation was occurring. Tte echo imaging did reveal the pump to be in appropriate position but, there were "in aorta" alarms, the alarms may have been false. The decision was made to explant the 5.5 pump, not replace it, but rather add the va-extra corporeal membrane oxygenation (ECMO). Prior to the alarms, the device functioned as expected, p-6 with 3.5l/min flow with d5w with sodium bicarbonate in the purge solution. The patient survived and is on va-ECMO.

Manufacturer narrative:
Following the additional information associating the automated impella controller to the reported event, the clinical narrative was revised and captured to b5 event description. Related report number. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Event description:
Clinical narrative updated 2026-6-19: in further review of the case and impella support there was an allegation made against the impella console, the automated impella controller (aic) in which there was a false alarm observed of pump in aorta and the aic automatically changed the p level from p-6 to p-4. There was p-level reducing without manual change by a staff person. Additionally, the pump itself has been weaned and explanted. The pump supported for 7+ days. Patient survived on the ECMO support alone to date of reporting. Prior clinical narrative: the impella 5.5 was inserted via the right axillary artery to support the 58 year old male patient who had been admitted in with de-novo cardiomyopathy, presenting in scai stage d shock. Prior to the placement of the 5.5 pump the patient had been supported by an intra-aortic balloon pump. The underlying medical condition was not shared. On day 7 of the support there was alarms observed for purge flow and purge pressure. The team assumed pump saturation was occurring. Tte echo imaging did reveal the pump to be in appropriate position but, there were "in aorta" alarms, the alarms may have been false. The decision was made to explant the 5.5 pump, not replace it, but rather add the va-extra corporeal membrane oxygenation (ECMO). Prior to the alarms, the device functioned as expected, p-6 with 3.5l/min flow with d5w with sodium bicarbonate in the purge solution. The patient survived and is on va-ECMO.